Manufacturer narrative:
No abnormalities that could have contributed to this event were found. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Center director reported, during a lasik procedure the eye tracker was tracking target but when the laser was firing it was not firing correctly around the pupil target. Upon additional follow up the reporter indicated the patient is doing fine and the tracking issues have resolved.